Event description:
The complainant reported an under delivery. The pump was set to deliver 480 ml; however, when the pump ran for eight hours, only 50 ml had been delivered.

Manufacturer narrative:
(B)(4). The testing and investigation results do not confirm the complaint of under delivery. The pump delivered at a 100% accuracy, which is within specification of the pump.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.